Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has evidence of decreased p-wave and r-wave amplitude, change in right atrial (ra) lead and right ventricular (rv) lead impedance measurements, rv loss of capture (loc) and intermittent undersensing. It was reported that the patient suffers from frequent bouts of non-sustained ventricular tachycardia (vt). Boston scientific suggested obtaining an x-ray to assess the position of the leads but the physician declined. Due to the clinical state of the patient, the physician does not want to surgically intervene. Instead, the sensitivity was reprogrammed and the patient will be monitored. Boston scientific technical services (ts) recommended a system revision due to sensing not meeting minimum values in labeling. Although the device appears to be sensing the patient¿s vt episodes, if the patient develops a fine ventricular fibrillation (vf) or other lethal rhythm the device may not detect and treat appropriately. The patient is not pacemaker dependent and there were no adverse effects reported. The physician elected to monitor the patient. No intervention is planned and the device system remains in service.